Event description:
It was reported that during a procedure the display screen went blank. The doctor attempted to resolve the issue by resetting the circuit breaker, however, this did not resolve the display screen malfunction. The system was no longer able to be utilized, and the procedure was completed with the use of a bipolar transurethral unit; without a pt injury.